Event description:
The customer reported that the would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All connectors and pcbs in workstation and generator were evaluated and reseated. The system was tested and found to be working as intended and returned to service.